Event description:
The complaint was reported as: the customer alleges that upon inspection, the ventilator circuit was found to have the expiratory and inspiratory tubing transposed. When the circuit was attached to the ventilator the inspiratory tubing connected to the expiratory filter, rendering the humidifier ineffective. The circuits were corrected. The issue was detected prior to patient use. No report of patient injury or delay in treatment.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number o2k1300128 that belongs to catalog number 780-32 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If defective sample becomes available at a later date, this complaint will be re-opened.